Event description:
The customer reported being hospitalized due to diabetes ketoacidosis in (B)(6) 2011. The blood glucose reading was 700mg/dl. The customer also reported that the insulin pump has alarmed motor error during the prime process. Troubleshooting was performed. Ran a displacement test and passed. Assisted the customer with changing the infusion set, rewind/prime, and running a fixed prime. The customer stated that insulin pump did deliver the insulin. The customer mentioned having a no delivery alarm. The customer's most recent glucose reading was 137mg/dl. Advised the customer to call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.